Manufacturer narrative:
This is one of one initial/final MDR report submitted for this complaint. (B)(4). Concomitant devices stryker excelsior 1018 microcatheter and enpower dcb (lot unknown). The excelsior 1018 microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. The two devices both a cdf10030130, but under two different lot numbers (c32662 and c34193) were returned in the same bag unidentified as to which lot number they belong to, therefore for inspection and identification purposes the coils will be identified as coil ¿a¿ and coil ¿b¿. This deltapaq will be identified as coil ¿a¿. Located 74.0 centimeters off the proximal end is a severe double kink to the core wire. The coil¿s socket ring has been bent distally toward the proximal end of the coils soldered section. The proximal end of the coil has severe compression and buckling damage. The remainder of the coil is undamaged. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. The locking mechanism has indentation, compression, and stretching damage. No manufacturing defects were found. The complaint of the coils resistance and being stuck during introduction into the microcatheter is confirmed. A root cause and a secondary contributing factor to the coils resistance and becoming stuck were found. The root cause of the coils resistance and its inability to be advanced into the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which severely bent the core wire, caused the coil¿s socket ring to be bent, and caused the proximal end of the coil to have severe compression and buckling damage. In this condition the coil cannot be advanced. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the excelsior 1018 microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The secondary contributing factor to the coils resistance, damage, and its inability to be advanced into the microcatheter may have been due to the selection of a 18 series microcatheter that was used with a 10 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the codman microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The codman microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 in (0.356 to 0.432 mm). The inner lumen of the excelsior 1018 microcatheter is 0.019¿. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the reported event was confirmed in analysis. The complaint of the coils resistance and being stuck during introduction into the microcatheter is confirmed. A root cause and a secondary contributing factor to the coils resistance and becoming stuck were found. The root cause of the coils resistance and its inability to be advanced into the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of being retracted at a forty five degree angle. The secondary contributing factor to the coils resistance, damage and its inability to be advanced into the microcatheter may have been due to the selection of a microcatheter with an inner lumen diameter of 0.019¿ that was used with a 10 series microcoil system which is compatible with microcatheter of inner lumen diameters 0.014¿-0.017¿. There is no evidence from the DHR review of any manufacturing issues related to the complaint. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by the health care professional, during a bronchial artery embolization procedure the physician experienced resistance with two deltapaq coils when inserting these coils into the hub of the competitor's microcatheter. When the physician inserted the reported deltapaq (c34193) into the hub of the microcatheter and tried guiding it from the introducer to the hub, it was stuck and could not be pushed forward. The physician loosened y-connector as it could have been tightened too much and tried inserting the coil again but was not successful. Since the physician experienced a similar event with the deltapaq coil in a different procedure previously, he replaced the coil with another same size deltapaq (c32662), this coil too got stuck at the same place. The procedure was successfully completed by replacing the coil with a deltamaxx coil (3mm, lot unknown). It is unknown if the procedure was delayed due to the event. The reported event did not require the exchange of the microcatheter and the same catheter was used throughout the procedure. There were no patient injuries or complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect or damage was noted on the products prior to the event. There was a kink noted on the deltapaq coil (c2662) upon removal, no other damages were noted on the coils upon removal. No unintended detachment was observed in the vessel or in the microcatheter. The products will be returned for the investigation. No further information is available.